Manufacturer narrative:
On 11/10/2015 the field service engineer (fse) found chamber vc26 was not draining causing a leak during shutdown. The fse replaced check valve cv31 and cleared the clogged ports on vc26 to fix the leak and diff voteouts. The repairs were verified per established procedure. (B)(6).

Event description:
The customer reported an uncontained cleaner leak of about 10 ml from the back of the coulter lh750 hematology analyzer. There were diff voteouts reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.